Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported on an FDA medwatch form received via us postal mail that ": patient with history of significant for stage ii nsclc (stage 2 non-small cell lung cancer) developed complex rectovaginal, and rectourethral fistula. Potentially attributed to flexiseal fecal management system in the setting of recent bevacizumab use (chemotherapy treatment). Patient had fms (fecal management system) placed for a total of 10 days." There was no contact information on the FDA form therefore unable to make contact to obtain more information regarding the issue and the patient.